Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(4), USA has been used as a default.  Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd device was difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Consumer left voicemail stating that he is having issues with product.

Manufacturer narrative:
The following information has been updated/corrected: describe event or problem: it was reported that the unspecified bd pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Consumer left voicemail stating that he is having issues with product. Medical device brand name: unspecified bd pen needle. Common device name: pen needle. Medical device type: fmi. PMA/510(k): unknown.

Event description:
It was reported that the unspecified bd pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Consumer left voicemail stating that he is having issues with product.